Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction and reported issue.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She sought medical assistance. She was diagnosed with a yeast infection and was prescribed antibiotics. She experienced vaginal discharge, itch and bleeding. She was later diagnosed with a bacterial infection and was prescribed a two week antibiotic. During the time of the infection the consumer stated that she suffered a miscarriage.